Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo lesion being treated was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with an unspecified balloon. The 3.00x16mm taxus liberte stent delivery system was advanced to the target lesion and could not cross. Upon removal from the patient stent damage was noticed. The procedure was then completed using another device. There were no reported patient complications and the patient condition is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo lesion being treated was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with an unspecified balloon. The 3.00x16mm taxus liberte stent delivery system was advanced to the target lesion and could not cross. Upon removal from the patient stent damage was noticed. The procedure was then completed using another device. There were no reported patient complications and the patient condition is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the taxus liberte (mr) stent delivery system (sds) revealed tip damage. The distal tip contained jagged edges. Blood and contrast were present in the distal and mid shaft of the device. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).